Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to flattened dome switch. The device had minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer states that the up button does not work. Customer's blood glucose reading was 178 mg/dl. Customer advised that during a bolus attempt the numbers stopped moving. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.